Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device us unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced bone fracture on unknown date. During surgery to correct the fracture, the surgeon reported implant malposition due to the drill fractured off in situ while implanting a znn antegrade femoral nail. No complications were reported post-op. Patient was discharged after 4 weeks from geriatrics. One year post op still no firm development of the fracture with clear callus formation. Fully resilient with chronic pain. Mobility good. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: year of birth: 1948.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was confirmed by review of radiographs received. Review of the available records identified a proximal left femur fracture with fixation as noted. No fracture union is demonstrated. A fractured drill bit tip is present as noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.